Event description:
The sensor transmitted a dampened waveform reading. A right heart catheterization was performed to check the blood flow over the sensor. The angiogram suggests the sensor may be within a small vessel and the physician reported that there may be a clot over the sensor. It was reported that the patient had discontinued use of antiplatelet medication. Per the IFU patients are recommended to take antiplatelet for 30 days post procedure and, following 30 days, should take an anti-coagulation medication for life.

Event description:
No further testing was performed to confirm the presence of a clot. The physician stated he does not believe the cardiomems device or procedure caused the clot.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information was received confirming that a right heart catheterization was performed on (B)(6) 2024 for reasons unrelated to the cardiomems device. An angiogram was performed during the procedure to investigate the cause of the dampened waveform and it was confirmed that the sensor is in a vessel measuring approximately 3mm in diameter. The site was unable to confirm if this was the original implant location or if the sensor had migrated. Per the instructions for use the patient¿s vessel inner diameter must be >7 mm at the site of device implant.

Manufacturer narrative:
The reported event of difficulty acquiring signal was confirmed with dampened waveforms on (B)(6) 2024. It was reported that an angiogram was added to a right heart catheterization procedure and it was verified the sensor was in a small vessel. However, it was undetermined if the sensor was placed there during implant or if the sensor migrated. No further issue was reported as the site did not proceed to implant a second sensor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A review of relevant complaint files that are associated to the serial number was performed.